Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed outer shell tear due to damage during assembly causing outer lumen deflation. Updates/corrections on sections: b5, d4, d6b, d9, g1, g3, g6, h2, h4, h6, h10.

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.